Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged false troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 0.136 ng/ml was obtained and released out of the laboratory. Subsequent analyses of the patient¿s sample, on the same instrument and a centrifuged aliquot, recovered results of 0.043 ng/ml and 0.049 ng/ml, respectively. An amended result of 0.049 ng/ml was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated system checks and calibrations were within the acceptable limits at the time of the event. No system issues were noted. The patient¿s sample was a full collection and clear in appearance. The sample was centrifuged at 4,800g (relative centrifugal force) for four minutes at 20ºc. The instrument was in operation.